Event description:
It was reported that the pt experienced "a blood clot". No other info was provided. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).